Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. B5. Corrected to further clarify the reported event. D4. Updated to include UDI. H6. Corrected to include the impact code of inadequate treatment and the device code of application program problem. Investigation summary the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review a labeling review was performed and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with a spinal cord stimulation (scs) system, experienced loss of coverage in the back of her left leg. During medical appointment to reprogram the device, the patient insisted that her prior implantable pulse generator (ipg) provided better coverage and relief. It was noted that the patient was under paresthesia therapy with her old device. After multiple reprogramming attempts, the patient insisted on getting the device explanted and replaced with the same model of her previous ipg. The device was explanted and replaced. The patient was reported to be doing well after the procedure. The explanted device was retained by the facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.